Event description:
Transport personnel mentioned that static electricity sparked on the metal bar under the bed of the gurneys while transporting patients to their rooms. The pushing handles are covered by plastic, so the transporters were not shocked. The transport gurneys are made by hill-rom, model number p8000. This model does not have a static chain hooked up to the metal frame. Transport personnel also reported that sometimes static electricity shocked them while pushing wheelchairs. They also do not have static chains hooked up to their metal frames. Neither the previous nor present model of hill-rom gurneys come with the static dissipation chain, but chains are present on gurneys from other manufacturers. Our plant operations personnel have put the chains on the gurneys and no more sparks have been mentioned. The transport gurneys were bought and used in a newly built building. We did not hear of this problem with the old gurneys used anywhere in the old area of the hospital.